Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 3.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. However, after withdrawal, it was noted that the stent struts were slightly deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 3.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. However, after withdrawal, it was noted that the stent struts were slightly deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Lot number updated from 0022310588 to 0021444299. Expiration date updated from 12/14/2019 to 05/21/2019. Device manufacture date updated from 06/17/2018 to 11/22/2017. Device evaluated by MFR.: promus element, mr, ous 3.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined with no damage noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion.